Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken sharp and non-penetrating nick, near of the broken site, this condition was called surgical impact and partial delamination of the orientation dot (adhesive failure). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior due to surgical impact. Missing shell due to inconclusive. Partial delamination of the orientation dot (adhesive failure). A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported implant exchange and rupture. Device remains implanted. This record is for the left side.